Event description:
User facility mandatory medwatch received that stated: "the pt became unresponsive with hemodymanic instability. Initially, there was 22 ml in the syringe. An hour and 15 minutes later, there was only 7 ml in the syringe. The pt was unresponsive and was revived with norepinepherine, narcan and lasix. Pt was successfully revived and is currently fine." Upon further query, the following info was provided that indicated that the pt received more medication than intended. On an unspecified date and time, the device was programmed in the pca only mode to deliver fentanly 50mcg/ml, with a 15 mcg pca dose, a 12 minutes pt lockout, and no 4 hour limit. The customer contact reported at an unspecified time the nurse noted that the syringe had 22ml remaining. After approx an hour and fifteen minutes, pt was found unresponsive. The pt was treated with an unspecified amount of norepinephrine, narcan, and lasix. After an unspecified length of time, the pt was "revived" and it was noted that there was "only 7ml of fentanyl remaining in the syringe." The customer could not specify the amount that was expected to be remaining. The device was removed from clinical service. There were no reported adverse pt sequelae. During testing at the user facility, the device passed testing for delivery accuracy. Though requested, no additional info was provided.

Manufacturer narrative:
The pump history was downloaded & printed at the user facility. At this time, customer will not be returning device for eval. The device passed testing for delivery accuracy at the user facility. A review of the history indicated that in 2008, at 2150 the pump programming was confirmed with a custom vial , a drug concentration of 50mcg/ml, in the pca only mode, with a 15mcg pca dose, a 12min pt lockout, no dose limit was selected & the door was locked. Between 2152 & 2358, there were seven 15mcg pt initiated deliveries & 3 unmet demands. A date stamp of 2008, occurred. Between 0014 & 0451, there were thirteen 15mcg pt initiated deliveries & 12 unmet demands, the door was opened, the 400mcg shift total was cleared & the door locked. Between 0511 & 0735, there were eight 15mcg pt initiated deliveries & 4 unmet demands. Between 0737 & 0478 the pump alarmed check vial, check settings, check syringe, barcode not read, the door was opened & the device was powered off. Between 0756 & 0758, the device was powered on, there was a check vial, check syring & check injector alarm, a custom vial was confirmed & the pump was programmed to delivery a 50mcg/ml drug concentration, a custom vial, a 15mcg pt initiated dose, a 12min pt lockout, no dose limit was selected & door was locked. At 0759, the door was opened & the device was powered off. Review of the device history indicates that the pump delivered as programmed.